Event description:
Pt had the neurostimulator implanted. Pt was told the battery would last 5-7 years. Battery lasted 10 months. Pt immediately tried to reach the rep for medtronic. After several attempts on the phone and no response pt called the doctor. It took over 10 days to be seen by the medtronic rep. He informed pt the battery was dead and pt would need a new implant. Pt was also told the company's priority was to sell new units and not servicing already installed implants. Pt is waiting for a new implant. Pt feels this is a poor product and the service is not acceptable.